Event description:
The bact fa bottle is a microbial growth monitor for aerobic and facultative anaerobic microorganisms. This complaint was for contamination present in 4 fa aerobic bottles. Contamination was determined to be paenibacillus sp. These bottles were collected from 3 separate locations within the customer facility. No injuries or unnecessary medical treatments resulted from this incident. In addition, any necessary pt medical treatments were not delayed as a result of these results. The customer was, however, required to perform additional testing on the samples.